Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the air in line alarm goes off and the pump would not resume until the tubing was changed. Per reporter, the product fault occurred while used with a patient. There was a patient involvement and unknown patient harm/adverse event reported.